Event description:
Stent came off balloon catheter in patient prematurely and was deployed in the wrong area. Reportedly intervention was taken to remove the stent and a bypass was needed in the area.

Manufacturer narrative:
Device not returned.